Event description:
It was reported to the manufacturer that the vns patient's device resulted in high lead impedance results during diagnostic testing. There is no known patient manipulation or trauma to the device. Review of x-rays by the manufacturer did not reveal any anomalies that could be contributing to the reported event. Battery life calculation has been performed to determine whether or not the patient's generator is at end of service. Battery life calculation showed approximately 4.36 years left till end of service. The patient's device was replaced. Good faith attempts to obtain additional information and the explanted device for product analyses have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.